Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 27-apr-2016, fse arrived at the site to address the reported event. Fse replaced the sample nozzle, then adjusted and checked the leak test and clot detection. He ran patient samples for e2 with a dilution times 10. The customer was subsequently able to run quality control (qc) without issue. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the sample nozzle.

Event description:
On (B)(6) 2016, the customer reported a possible sampling issue with their a1a-600ii analyzer. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of prl and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.